Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer report of a displayed white screen, which was not reproduced. The reported condition was not verified. The cause of the condition could not be determined. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a white screen. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.